Event description:
Related manufacturer reference number: 2017865-2022-16033. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. The physician explanted and replaced the rv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and twiddler's syndrome. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.